Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that a cartridge change error and that occlusion alarms intermittently occurred. A cartridge change was performed to resolve the issues. The customer experienced blood glucose (bg) levels ranging from 40mg/dl to displayed as "high" on the continuous glucose monitor (cgm). A correction bolus was delivered to address elevated bgs, and carbohydrates were consumed to address low bg. Cause of low bg was not known. Recommendation was made to consult with a healthcare provider to discuss diabetes management.